Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced failure of implant, pain, emotional distress, abdominal pain, nausea, chronic site infections, hernia, anxiety, depression, disability and addiction to opioids. Post-operative patient treatment included multiple visits to the emergency room, repair surgeries, appointments with her primary care physician, use of substantial amount of narcotics as well as extensive lysis of adhesions of abdominal wall 180 degree twist at the enterostomy requiring abdominal wall prosthetic mesh removal.